Event description:
It was reported that the patient's vessel became perforated at the ostium of the superficial femoral artery while the recanalization catheter was being advanced through a support catheter and a 7f short introducer sheath to the proximal cap of the chronic total occlusion. The devices were being advanced using an ipsilateral approach. The devices were removed and the patient was sent to the operating room for surgical repair of the perforation.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The device was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway. This incident involves the same patient as manufacturer report # 2020394-2012-00078.